Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Evaluation of complaint data for the product did not identify an increase in complaint activity for the complaint issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 49219be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. A review of field data for alinity s anti-hbc was performed. Overall reactive rates of ln 6p06-60, lot 49219be00, across bloodworks northwest (USA), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance of lot 49219be00 is within product requirements and comparable to other lots analyzed in the comparison. Whole blood and plasma monitoring group: lot 49219be00: irr: 0.356%, rrr: 0.348%, irr - rrr: 0.008%, specificity: 99.652% at bloodworks northwest (USA), the performance of lots 49219be00 and 50519be00 is slightly lower than peers but within product requirements and comparable to previous lots used at the customer site. Lot 49219be00: irr: 0.511%, rrr: 0.446%, irr - rrr: 0.065%, specificity: 99.554%. Peer sites: lot 49219be00: irr: 0.342%, rrr: 0.337%, irr - rrr: 0.006%, specificity: 99.663%. A review of labeling concluded that the issue is sufficiently addressed. Based on this investigation, the alinity s anti-hbc reagent kit, ln 6p06-60, lot 49219be00 is performing as expected. Based on the information within the complaint record, the device met performance specifications at the customer site. Further, a systemic issue and/or product deficiency was not identified.

Event description:
The customer observed false reactive alinity s anti-hbc results when compared to another method. There were 11 repeat reactive alinity s anti-hbc samples. The samples were run using different methodology (ortho hbc elisa assay) and only 3 out of the 11 samples were positive. Additional information received from the customer. The following results were provided: sid (B)(6) 5.48 / 5.51 / 5.25, alt assay 3.274 / 6.723; sid (B)(6) 2.89 / 2.84 / 2.77, alt assay 1.358 / 2.789; sid (B)(6) 1.86 / 1.92 / 1.93, alt assay 0.103 / 0.211; sid (B)(6) 1.02 / 1.00 / 0.98, alt assay 0.090 / 0.185; sid (B)(6) 1.61 / 1.56 / 1.59, alt assay 0.455 / 0.934; sid (B)(6) 1.02 / 1.02 / 1.07, alt assay 0.649 / 1.333; sid (B)(6) 1.42 / 1.44 / 1.43, alt assay 0.094 / 0.193; sid (B)(6) 1.07 / 1.03 / 1.02, alt assay 0.084 / 0.172; sid (B)(6) 1.10 / 0.98 / 1.07, alt assay 0.088 / 0.181; sid (B)(6) 1.09 / 1.03 / 1.11, alt assay 0.094 / 0.193; sid (B)(6) 1.64 / 1.67 / 1.64, alt assay 0.440 / 0.903. No impact to patient management was reported.

Event description:
The customer observed false reactive alinity s anti-hbc results when compared to another method. There were 11 repeat reactive alinity s anti-hbc samples. The samples were run using different methodology (ortho hbc elisa assay) and only 3 out of the 11 samples were positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.